Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that there was liquid residue between the housing shells and in the module. It was also noted that the indicators on the hall sensor and motor housing were red. The reported failure of the device over heating was not confirmed. The assignable root cause was determined to be due to improper handling as the device had been washed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from switzerland that during service and evaluation, it was observed that the power module device had liquid residue between the housing shells and in the module. It was also noted that the indicators on the hall sensor and motor housing were red. It was noted in the service order that the device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.